Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Litigation alleges the patient suffers from pain and difficulty ambulating. Update rec'd 9/5/2014- pfs and medical records received. After review of the medical records the revision operative note indicated the patient had a poly liner, not metal so all other implants are being reported as they cannot be as the cause of pain. There was also a fracture of the greater trochanter during the primary operative procedure, but it didn¿t state what caused it. The revision operative note indicated subluxation and impingement between the cup and stem. The cup was revised. The pfs also alleged leg length discrepancy. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/27/2014.